Event description:
Fatigue extreme, immune system disorder causing a lot of inflammation, raynaud¿s syndrome, sjogren symptoms, breast pain, difficulty to take deep breath, numbness arms and legs, brain fog, difficulty concentrating, skin rashes, sudden gluten intolerance, muscle pain, blurred vision.